Manufacturer narrative:
Insulin pump received with no motor movement or negligible movement alarm during the rewind test due to moisture damage electronic assembly. No critical pump error (open book) during testing. Unable to perform the self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no motor movement or negligible movement alarm. Also insulin pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. No moisture damage on the keypad traces and dome switches during visual inspection noted. Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked retainer and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received critical pump error. The customer¿s blood glucose level was 168 mg/dl. The customer reported that the customer observed red x mark on display and there was no other alarm followed by critical pump error. The insulin pump will be returned for analysis.